Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power, low battery, failed battery test or weak battery alarms were noted. The insulin pump had intermittent button response due to corroded keypad traces. No number scrolling anomaly was noted. The insulin pump had a cracked display window corner, cracked belt clip slot at battery tube threads area and a cracked reservoir tube lip.

Event description:
It is reported that the patient's insulin pump's buttons are unresponsive and there is a battery failure alert. Patient's blood glucose levels is 110mg/dl. Trouble shooting is conducted. Device is being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.